Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator change. It was noted that multiple attempts were made to demonstrate the vibratory alert for the patient but there was no perceived delivery of alert sensed by patient or nurse. After the device was explanted, it was checked and the vibratory alert was functioning appropriately. The device was also on advisory. The patient was stable.

Manufacturer narrative:
The reported event of notifier anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.